Event description:
It was reported that the patient had a loss of therapeutic effect and was changing pads 8 to 9 times per day since they had surgery and they weren¿t sure why. The patient had surgery on (B)(6) 2014 and they had the unit turned off beforehand. The symptoms started the day after the surgery and the patient only felt it when they were lying down. The manufacturer representative told the patient to turn it off before surgery and the patient had called them multiple times but got no response and someone else called too but they got no response. The patient could not get the thing to come back on and the patient had no control whatsoever. The problem started the day after surgery and they tried to turn it back on but they were not sure if it was on or off. They troubleshooted with the patient and were able to get to the normal screen which showed it was on with the lightning bolt confirmed and then they could not get the programmer to function after that. The patient only got the poor communication screen and they were going to try new batteries and go from there. The patient was going to have the nurse contact the national answering service (nas) and the patient did feel it especially when lying down. The patient¿s loss of therapeutic effect was after their heart attack and heart surgery on (B)(6) 2014. The patient could feel stimulation when lying down in their left buttocks and in their foot sometimes if they had stimulation too high. The patient got a call from their health care provider (hcp) or manufacturer representative and disconnected to take that call. Later it was reported that there was a 50 percent or greater symptom reduction. The patient recovered without permanent impairment. The patient had been very pleased with their device. The patient had no leakage of urine and had been happy with the results of their device.

Event description:
It was reported that everything worked fine after getting their new programmer. The programming was not reinstalled. The patient had a loss of therapeutic effect. While on the call, the patient saw the low programmer battery icon. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-33, lot# va02tb0, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient turned ins(stimulator) off when she had heart surgery and ever since then she has been having problems. She reports stimulation was running down her leg and making her toes curl. This issue began the day after her open heart surgery on (B)(6). It was really bothering her. Especially when she goes to lay down at night, she feels it shooting down her right leg. She normally felt stimulation in the right buttock region. She still feels it there only in addition its running down her leg. There was no reports of falls traumas.